Manufacturer narrative:
(B)(4). Most likely underlying root cause of malfunction: user's test strip had poor storage. Investigation completed and product evaluated with no defects found.

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results from trueresult meter to doctor's meter. Test results of 69 mg/dl using trueresult meter and 140 mg/dl using doctor's meter. Back to back blood test performed during call on (B)(6) 2015 produced results of 129 mg/dl and 137mg/dl. Verified storage of product is not within instructed specification since they are kept kitchen. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015 (almost three months). Recall test results performed from meter memory: 1:68 mg/dl (B)(6) 2015 12:00pm fasting:no; 2:73 mg/dl (B)(6) 2015 12:00pm fasting:no; 3:102mg/dl (B)(6) 2015 12:00pm fasting:yes; 4:92 mg/dl (B)(6) 2015 12:00pm fasting:yes; 5:98 mg/dl (B)(6) 2015 12:00pm fasting:yes. Adverse event not reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).

Event description:
Consumer complaint of low blood results. Expected fasting blood glucose test result range is 120 to 130 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Comparing blood glucose test results from trueresult meter to doctor's meter. Test results of 69 mg/dl using trueresult meter and 140mg/dl using doctor's meter. Back to back blood test performed during call on (B)(6) 2015 produced results of 129 mg/dl and 137mg/dl. Verified storage of product is not within instructed specification since they are kept kitchen. Test strip lot manufacturer's expiration date is 10/31/2017 and open vial date is (B)(6) 2015 (almost three months). Recall test results performed from meter memory: 1: 68 mg/dl (B)(6) 2015 12:00pm fasting:no. 2: 73mg/dl (B)(6) 2015 12:00pm fasting:no. 3: 102mg/dl (B)(6) 2015 12:00pm fasting: yes. 4: 92mg/dl (B)(6) 2015 12:00 pm fasting: yes. 5: 98mg/dl (B)(6) 2015 12:00pm fasting: yes. Adverse event not reported.